Event description:
Gunther ivc filter placed in 2015 found to have extensive penetration of filter leg into spine with substantial back pain. Patient also developed caval occlusion. Imaging shows marked bony reaction to filter leg. Pt was found to have progressed to partial collapse of both l2 and l3 vertebral bodies sometime between november 2018 and january 2019. This process is centered on the disc at the level of bony interaction and penetration by the filter. She has no other spine disease.